Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system center wasn't being able to connect with the scope, and when the connection was possible, colored bars appear. The issues were found during inspection for use. There were no reports of patient involvement.